Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female patient who had essure (fallopian tube occlusion insert) inserted for permanent contraception in (B)(6) 2014. The patient had a bmi of (B)(6). She reported an abnormal abdominal pain up to 4 weeks after the procedure. She was seen by her physician and an ultrasound was performed, but the results were inconclusive. A CT scan was performed then and the results indicated that essure seems to be split down middle. Half of the coils have migrated toward the small bowel and the other half near her right ovary. No causality assessment was provided by the reporter. Follow-up received on 10-sep-2014. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint (reported product quality issue, breakage). The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: in this particular case, a technical defect (breakage) was reported together with adverse events. No batch number was reported. No complaint sample was provided. The technical assessment concluded "unconfirmed quality defect" (see technical assessment). The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced abnormal abdominal pain up to 4 weeks after the procedure, then a CT scan was performed and indicated that half of the coils have migrated toward the small bowel and the other half near her right ovary (interpreted as device dislocation); it looked like essure was split down middle. The reported device dislocation was considered serious due to medical importance, while the remaining events were non-serious. The event looks like essure is split down middle interpreted as device breakage, was considered non-serious; regarded as other reportable incident and initially considered as unlisted according to reference safety information for essure; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. The other events are listed. Single cases have been reported of essure breakage. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the CT scan results indicated a device breakage and dislocation to abdominal cavity, based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related. A ptc analysis was performed and concluded that the reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. Ptc medical assessment considered that there is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.

Manufacturer narrative:
Follow-up received on 26-jan-2015: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced abnormal abdominal pain up to 4 weeks after the procedure, then a CT scan was performed and indicated that half of the coils have migrated toward the small bowel and the other half near her right ovary (interpreted as device dislocation); it looked like essure was split down middle. The reported device dislocation was considered serious due to medical importance, while the remaining events were non-serious. The event looks like essure is split down middle interpreted as device breakage, was considered non-serious and initially considered as unlisted according to reference safety information for essure; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. The other events are listed. Single cases have been reported of essure breakage. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the CT scan results indicated a device breakage and dislocation to abdominal cavity, based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A ptc analysis was performed and concluded that the reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. Ptc medical assessment considered that there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.